Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-9597-20 serial/batch number (B)(6), was received for investigation. Functional testing was performed with an ar-9676 angled reamer and found the devices would not twist together and get stuck. Visual inspection noted signs of wear on both the distal and proximal end of the device. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.

Event description:
On 12/12/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer drive shaft was welded together with the ar-9597-20 angled reamer sleeve, 20° and caused the surgeon's wrist to suddenly twist and makes the reaming difficult. A second ar-9597-20 angled reamer sleeve, 20°, was used, and the incident occurred a second time. The case was carried out successfully with a different reamer sleeve and driveshaft. This was discovered during an rtsa procedure on 12/10/2024, with no reported patient harm. Additional information was received on 12/17/2024: there was no case delay reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.